Event description:
Pt underwent a femoro-popliteal bypass. An infection was evidenced and a surgical treatment was performed. One year later, a blood collection was evidenced around the graft. An explorative incision was performed. The observation evidenced a hole in the prosthesis. A portion of the graft was explanted and replaced by another graft.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Explanted graft was sent to an outside lab for histopathological examination. No review of the device history records were done since the product identifiers were not provided yet. No conclusion can be drawn until the histopathological examination is completed. A follow-up report will be submitted within 30 days upon receipt of add'l info.